Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: the cause of the peritonitis was an unspecified break in aseptic technique. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. On an unreported date, the patient was discharged from the hospital and the patient was recovered from the peritonitis event. On an unreported date, the patient was re-trained in proper aseptic technique for performing peritoneal dialysis therapy. At the time of this report, dianeal-n pd-4 2.5 therapy was ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.